Event description:
Patient is a (B)(6) who underwent hmii vad implantation on (B)(6) 2016 as destination therapy for a stage d icm. He also underwent avr (st jude epic 25mm) and 1-vessel CABG with svg to rca. He had tia symptoms the morning of (B)(6 )2017. Patient was instructed to go to local hospital. A CT scan of the head at (B)(6) hospital showed no acute events. Patient was transferred to (B)(6) hospital for further evaluation. On arrival his ldh had increased from 375 on (B)(6) 2016 to 695 on (B)(6) 2017. The patient was started on integrilin and low intensity heparin per vad thrombus protocol. He suffered an acute sah and gi bleed due to avm with clipping; IV heparin and integrilin was restarted shortly after. Today, patient has new onset of left facial droop with drooling, left sided weakness, increased tremors, ataxic gait, and worsening slurred speech. A stat head CT demonstrates moderately extensive region of hemorrhage and edema centered in right temporal lobe (B)(6) 2017. Patient's son paged the vad to inform that the patient's health declined at midnight (B)(6 )2017 when the patient was unable to move nor speak. Over the next several hours the patient's respirations became labored and deactivated the patient's vad at 3pm today and the patient passed away a few minutes after. The son and family expressed their sincerest appreciation for the care the patient received from us. Patient was under hospice home care.